Manufacturer narrative:
One twinfix ultra pk 4.5mm with #2 blue and black ultrabraid were received in good condition with the exception of the anchor. The shaft is straight. The handle and spring action are functional. The complaint indicated that the patient had high average bone density. Alternate recommendations are listed within the IFU for use of a spade tip drill and larger awl dilator use for site preparation. These higher bone density recommendations may have produced no breakage and successful insertion with the first device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a shoulder scope (biceps) procedure, the distal tip of the anchor broke during insertion. The anchor was removed from the patient and a backup anchor of the same model was inserted into the same bone hole to complete the procedure. No patient injury or complications were reported.